Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized one day after the onset of the peritonitis. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. Four days after hospitalization, the patient was discharged and was reported to be recovering from the peritonitis. The patient was retrained on aseptic technique. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).